Event description:
It was reported that during a shoulder surgery the tip of the device was bent as soon as it came in contact with the bone. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirmed that the hood of the ar-8500fot was twisted around the cutting head. The most likely cause is excessive prying and/or leveraging the device during use.